Manufacturer narrative:
Additional information: manufacture date 10/30/2014 received. Device evaluation: the suspect part was returned to the manufacturer for evaluation and the issue was confirmed. Functional testing, physician testing, and visual/physical testing was performed. The uninterruptible power supply (ups) was powered on with the returned batteries and were charged for at least 6 hours. Testing failed. A new battery pack was installed and performed as expected. The cause of the issue was that the batteries would not hold a charge.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that viewing station uninterruptible power supply (ups) was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside, after unplugging, the mobile view station (mvs) of the imaging system would shut down in less than 5 minute. There was no patient present at the time of the issue.